Manufacturer narrative:
One flexiva 200 laser fiber was received for evaluation. Visual examination of the returned device revealed that the exposed glass fiber tip measured approximately 2.0 mm and appeared used. Examination under magnification revealed that the pattern on the tip face was consistent with a fracture. There was no damage noted to the fiber face within sub miniature-a (sma) connector. Functional analysis revealed that the aiming beam was bright, clear and slightly scattered with effective transmission of 88%. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on february 27, 2017 that a flexiva 200 laser fiber was used during a procedure performed on an unknown date. According to the complainant, the laser fiber was broken because it kept lighting up randomly. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted. Preliminary inspection by cis revealed that there was no visible damage noted along the fiber body, no issue with the fiber face within the sub miniature-a (sma) connector but the fiber tip was noted to be broken.

Manufacturer narrative:
(B)(4). Mfg site name-(B)(6). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 laser fiber was used during a procedure performed on an unknown date. According to the complainant, the laser fiber was broken because it kept lighting up randomly. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted. Preliminary inspection by cis revealed that there was no visible damage noted along the fiber body, no issue with the fiber face within the sub miniature-a (sma) connector but the fiber tip was noted to be broken.